Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, per sohn et al. 2018: allegedly, one knee had two-stage revision for late infection at about 14 months after surgery.